Event description:
It was reported that the patient believes he had an inappropriate shock. After going to the hospital to get checked, the hospital did not have anything that would interrogate the device. Technical services discussed the patient should take the latitude communicator to the hospital to download data to technical services. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient's device was successfully interrogated during an office follow-up. The inappropriate shock was due to oversensing via changes in the intrinsic morphology. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient believes he had an inappropriate shock. After going to the hospital to get checked, the hospital did not have anything that would interrogate the device. Technical services discussed the patient should take the latitude communicator to the hospital to download data to technical services. There were no additional adverse patient effects. The system remains implanted.